Event description:
It was reported that a revision surgery was performed on (B)(6), due to dislocation. The revision was performed and only the poly was swapped with a new implant. The patient is currently under recovery, the surgeon didn't advise medication.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A clinical analysis indicated that the provided implantation report and charts sticks were reviewed and are non-contributory. Without the requested revision operative report, radiographs or return of the device a thorough medical investigation cannot be rendered. This event is unresolved; therefore, the patient impact is unknown. Should any additional medical information be provided, this complaint will be re-assessed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions of use for the product was completed. Factors and/or some potential probable causes that could include but not limited to abnormal loading of limb, design of device, fit/sizing, patient anatomy, procedural/user error, traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.